Event description:
Meter not giving correct readings. Analysis run on clark error grid using mean avg. Readings (285) as reference point vs bd readings (363, 373, 120) yielded some data points in the d range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.